Manufacturer narrative:
Sections d9 and h3 were updated. The customer's meter was returned for investigation. The investigation found that the alleged problem was reproduced. The device was disassembled and it's electronic compartment was visually inspected. A visual examination was performed and revealed the following: the integrity of the display has been damaged possibly caused by use of an unapproved cleaning agent. This damage produces a cloudy appearance which was described by the customer as white spots. The investigation determined the issue to be consistent with customer mishandling.

Manufacturer narrative:
The customer's meter was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated there were small white spots on the display of the accu-chek inform ii meter which affected the readability and visibility of the results field of the display. No actual misinterpretation of a result occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.